Event description:
It was reported that patient presented to the ER with chest pain. Patient had previous syncope and felt dizzy. Device could not be interrogated. Several attempts were made to interrogate but were unsuccessful. Patient had not been seen for a few years. The device is suspected to be at end of life and may have reached prematurely. Device was replaced. Patient is fine.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported inability to interrogate and premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.